Event description:
It was reported that the external pulse generator had case damage at the holding points for the battery and that there was no ventricular pace light-emitting diode (led). The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was case damage and that the keyboard pad was out of specification, but was unable to confirm the battery compartment damage. Analysis also found the battery release, lead flex cover, battery drawer and battery flex contaminated, the two side bail covers broken, one side bail missing and the encoder flex damaged.

Event description:
It was reported that the external pulse generator had case damage at the holding points for the battery and that there was no ventricular pace light-emitting diode (led). The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.